Event description:
A malfunction alarm labeled as malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears.